Manufacturer narrative:
The blue venous female luer of the catheter was returned for examination and evaluation. It was decontaminated and forwarded to the MFR for investigation and comment. This facility has been very uncooperative and will let co have access to the nurses or drs on staff. Any info co need has to be obtained from the purchasing department, which limits the amount of info co can get. Complaint: blue luer cracked. Note: reference add'l cracked luer complaint #11/11/97-04, also from children's hosp in boston. Investigation: unable to review device history record without customer po or martech lot numbers which were not available from the customer. Added info from children's hosp describing the problem: "..catheter cracked when changing lines." One luer was returned for analysis and was confirmed to have multiple cracks which were found on the connecting threaded luer end of the luer assy. (P/n - ppm1203b). Added info rec'd from medcomp product safety investigator was that the nurse at children's hosp indicated that lipids were used. This is now suspect as contributing to the cause of the luer cracks. Comment: the cracks noted on this assembly are suspect as having been caused by the contributing factor of the use of lipids, as reported by the medcomp product safety investigator. Additionally, it is possible that over-tightening of the connecting male luer assembly also contributed since it was noted that the defect occurred "when changing lines". Martech/mdi and medcomp are considering the test and development of an alternative stronger more crack resistant material such as abs versus the current pvc material.